Event description:
It was reported that the patient experienced an inadequate and undesired stimulation. The patient had to frequently charge the ipg and cannot get it to charge. Database analysis of the discharge and charge profiles revealed no anomalies. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).